Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing itching, some drainage and redness had occurred while wearing the pod for an unknown mount of time. The patient was diagnosed with psoriasis. Patient visited dermatologists and was prescribed hydrocortisone cream